Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end users stated that once the dressing had been removed the itching had subsided within approximately one week. The user stated that the area that had been red had become a brownish discoloration for approximately one month, but had resolved as well. The end user reported that he saw his primary doctor who prescribed a cream, but he is unsure of what type of cream. He also stated that the red rash like area did not improve so, he saw his dermatologist who prescribed him a steroid cream. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on november 14, 2013.

Event description:
The end user reported that he had knee replacement on (B)(6) 2012 at which time they placed an aquacel ag surgical dressing to his incision. He reports he started experiencing itching from under and around the dressing about three days later. He stated that after the dressing was removed 5-6 days he noticed a red rash like area under the dressing.